Manufacturer narrative:
(B)(4). Concomitant medical products: 00597206529, all poly patella size 29 mm dia. Standard 8.0 mm thickness, 63463157, 00598003701, tibial component stemmed precoat, 63522868, 00598801010, stem extension straight 10mm dia x 100mm length, 63245724, 00598801011, stem extension straight 11mm dia x 100mm length, 63309552, 00599003501, prc agmt block post sz e 5mm, 62998376, 00599003501, prc agmt block post sz e 5mm, 63215891, 00599401592, femoral component, 63237413, 00579104100, headed screw 48 mm length, 63508152. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02772, 0002648920-2018-00439. Requested but not returned by hospital

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to hyperextension and instability. The patient reported ongoing pain and instability. On assessment under anaesthetic, the knee was found to hyperextend, and the patella to be hypermobile. Upon resection, the patient's vmo was also sitting approximately five to six centimeters medial. The 14mm poly was extracted and replaced with a 17mm with the patient still achieving full extension. The capsule was then closed, and the vmo tightened. A pfj stabilization was undertaken with a lars ligament. There were no complications or delays reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per package insert, joint instability is one of the known adverse effects of the tka proceure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.